Event description:
The user facility reported to terumo cardiovascular systems that during non-clinical activity, the endoscope was blurry. There was no pt involvement as this occurred during non-clinical activity.

Manufacturer narrative:
Terumo received the actual device; upon evaluation, the complaint was confirmed. During the evaluation, it was also noted that there was a scratch on the sapphire glass covered window which resulted in displaying a cloudy image. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(6).